Manufacturer narrative:
The reported event was confirmed cause unknown. 1 sample was confirmed to exhibit the reported failure. The device had not met specifications. Visual evaluation of the returned sample noted one unopened (without original packaging), silicone foley catheter. A potential root cause for this failure mode could be "incorrect operations¿. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labeling could not have prevented the reported failure. Corrections: d. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.

Event description:
It was reported that there was a tiny hair found inside of the catheter when the hospital staff inspected the package before procedure . During sample evaluation received on 18nov2021, the foley catheter was found that the blue sleeve was cut. As per follow up information received on 19nov2021, no patient involvement and no shipping damage.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was a tiny hair found inside of the catheter when the hospital staff inspected the package before the procedure. During sample evaluation received on 18nov2021, the foley catheter was found that the blue sleeve was cut. As per follow up information received on 19nov2021, no patient involvement and no shipping damage.